Event description:
It was reported that the device did not function properly. A revision surgery was performed in order to correct. It was reported that the device was not manufactured to the correct size and thus would not function with other devices in the system.

Manufacturer narrative:
The affected devices were returned. We confirmed through a review of batch history that no other devices are affected. Our investigation concluded that these devices were originally recalled from the market in 2008. Three devices were later returned in (B)(6) 2011 and were inadvertently repackaged and redistributed. This error occurred as the returned devices were misidentified during the return process. Our investigation has confirmed that the three devices were the only devices involved and all have now been contained. This failure was communicated to our CAPA team for the identification and implementation of appropriate corrective actions. Initial corrections have already been implemented. We feel these actions will prevent recurrence of this failure mode going forward; however we will continue to monitor for future complaints and investigate as necessary.